Event description:
A report was received that the patient was experiencing frequent ipg charging. Database analysis revealed that the patient regularly has poor charger to ipg coupling. Device was working as expected. The patient will undergo a revision procedure wherein the pocket will be revised due to alignment issues and ipg will be replaced. Device malfunction was not suspected.

Event description:
A report was received that the patient was experiencing frequent ipg charging. Database analysis revealed that the patient regularly has poor charger to ipg coupling. Device was working as expected. The patient will undergo a revision procedure wherein the pocket will be revised due to alignment issues and ipg will be replaced. Device malfunction was not suspected.

Manufacturer narrative:
Additional information was received that the patient underwent a procedure wherein the ipg was replaced per physician's preference for better coverage and more efficient charging. The patient was reportedly doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.